Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Tslim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).

Event description:
It was reported the customer experienced low blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer was treated by the school nurse to correct his low blood glucose levels.